Event description:
The trocar cannula broke. A 3.6cm portion unknowingly broke off during initial procedure and was retained inside the patient. Patient needed a second surgery to remove the retained surgical item. Item is suspected to have been retained from the patient¿s initial surgery 3 months ago. Patient suffered from fever, malaise and cough for which he followed up with his primary care provider 1 month ago. Subsequent chest x-rays demonstrated right middle and lower lobe infiltrates, possible pleural effusion, and right hemidiaphragm elevation. A chest computed tomography (CT) was performed to further evaluate the nature of the effusion and possible infiltrates. CT showed atelectasis and a right posterior complex loculated effusion within which there was a retained 3.6 x 1.4cm foreign object presumably from the procedure performed on 1 month ago. Patient underwent a right vats (video-assisted thoracoscopic surgery) for decortication and foreign body removal.